Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A follow up showed the patient had a type 3a endoleak. The physician elected to repair the endoleak, the date of the secondary intervention is unknown. The devices used for the repair were not reported to endologix. The patient is reported to be in stable condition.

Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to confirm the following; endoleak type iiia with partial separation of the main body and suprarenal extension and a secondary procedure to reline with an ovation device. Additionally there was evidence to reasonably support the following observations; a type 2 endoleak and aneurysm sac growth. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.